Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has been evaluated. No untoward effects or abnormalities in microbiology eye safety testing were identified and physical and chemical parameters conformed to release specifications. Batch record review is in progress. No similar reports for lot 63340f. Additional info was requested from the ophthalmologist on 09/21/07, 10/08/07, 10/15/07 (2), and 10/16/07. The ophthalmologist provided info 10/19/07.

Event description:
Contact lens MFR reported that an ophthalmologist reported to them that a pt presented with a "corneal ulcer" with use of this product and their contact lenses. The ophthalmologist provided info on 10/19/2007, stating he saw the consumer and treated her for red eyes. He indicated, he told her to use eye drops (not specified) and to discontinue contact lens wear. Per the ophthalmologist, she did as he instructed and her symptoms resolved. He reported, he did not relate her symptoms to product.